Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2015 with the following findings: during evaluation, the pump's battery compartment was found to be cracked. The keypad was found to be in tact; no damage or peeling was observed. Unrelated to the complaint, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive during testing. The keypad was removed and there was evidence of contamination found under all of the button contacts. Also unrelated to the complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.